Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The sensor was inserted into the arm on (b)(6) 2026. It was reported the CGM reading was 49 mg/dL to LOW and the BG reading was 598 mg/dL. The patient experienced nausea, eye pain, worsened vision, frequent urination, thirst, and brain fog. The patient was was unable to self-treat and was injected with insulin by her partner. The patient was conscious but reported feeling very bad. It was reported that the patient recently had a leg surgery. After 7 hours, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the D zone of the Parkes Error Grid. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia.